Manufacturer narrative:
(B) (4). Results: mi, stent thrombosis, revascularization.

Event description:
Patient received an endeavor rx drug-eluting stent. On the same day as stent implant, a stent thrombosis was reported to have occurred. The patient underwent a re-pci. A q-wave mi was also reported to have occurred.